Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) verified instrument ultrasonics and mixer speeds. The fse then replaced the dispense probes and peri-pump tubing. After completion of the necessary and verified repairs the instrument was returned into operation. A definitive root cause has not been determined to date for this event.

Event description:
The customer reported that on (B)(6) 2011 an erroneously elevated cardiac troponin (accutni) result, above the acute myocardial infarction (ami) threshold, was generated on an synchron lxi 725 system for one patient. The elevated accutni result was released from the laboratory, and the patient was transferred to another hospital due to the initial accutni result. Upon repeat testing on the same instrument and an alternate instrument, the repeat accutni results were lower, within the normal reference range of the assay, and considered valid. The sample was collected in a plasma tube with gel separators and centrifuged prior to testing. Accutni quality control (qc) results recovered within the customer's established limits prior to the event date. A routine system check performed prior to, and on the day of the event, failed to meet instrument specifications.